Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual evaluation of the as returned product identified signs of use and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers and was verified to match specifications per pd-tsv6b10 rev m. A pre-existing conditions noted on the per was low (type iii) bone density. The reported device was located on tooth # 36 (fdi) and was implanted for 7 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (63638242). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformities, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record ((B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63638242) for similar events and no other relevant complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss & infection) or device (tsv6b10). Therefore, based on the available information, device malfunction did not occur and the reported events were non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 36.